Event description:
The manufacturer received information alleging a ventilator failed a pm test for flow verify. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's retested and recalibrated to address the issue.